Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: >7.5, re-test: 7.5, lab: 4.0. Date: (B)(6) 2010, inratio: 7.4, lab: 4.7. Lab draw done several hours after meter test on (B)(6) 2010. Lab draw was done immediately after meter test on (B)(6) 2010. Patient information not known.

Manufacturer narrative:
Investigation pending.